Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Returned product consisted of the distal end of the omega stent delivery system (sds) with stent. There was blood in the inflation lumen and balloon. There were numerous hypotube kinks. The inner and outer shafts were torn at the guidewire exit notch extending 3cm distally. Microscopic examination of the balloon and stent did not reveal any damage or irregularities. Functional testing was attempted by connecting an inflation device filled with water to the hub. Water emitted from the tear in the shaft and the balloon could not fully inflate. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the balloon was punctured. The target lesion was located in a coronary artery. A 16x2.50mm omega stent was advanced to the lesion. When trying to deploy the stent, it was noted that the stent delivery system balloon was punctured and there was a contrast media leakage in the hypotube. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that the balloon was punctured. The target lesion was located in a coronary artery. A 16x2.50mm omega¿ stent was advanced to the lesion. When trying to deploy the stent, it was noted that the stent delivery system balloon was punctured and there was a contrast media leakage in the hypotube. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.